Event description:
The customer reported that when changing the images to a lateral, they were not getting an image. The image goes black.

Manufacturer narrative:
(B) (4). The customer cancelled the service call as the ge service rep was arriving onsite. She refused service.